Event description:
This report is in response to an FDA request letter dated 7/29/05 regarding report number 1400670000-2005-8016. The event described in the medical device report is attributable to the device. The red dots were not meant to be alignment indicators. Co, the manufacturer, received feedback on this (that customer's misunderstood this) and have now implemented a visually intuitive alignment feature on the pump and the ac adaptor connector. The expected frequency of this issue is zero. Co has had 4 complaints on this issue over the past two years, so the reported frequency is greater than expected. (We have shipped out approximately 8,000 ac adaptors over the life of the medsystem iii infusion pump.)

Event description:
Due to a design change to the battery charger it is now very difficult to plug the charger into the IV pump. The equipment and the charger suffered damage while trying to make the connection. Both items were rendered inoperable. The connecter on the battery charger and the mating connector suffered physical damage. The manufacturer changed the design of the connector, now the alignment indicator is 180 degrees out of phase. The staff routinely use the alignment indicators to align the connector. Now they must turn the connector to try to make it fit. This twisting is what causes damage to the two connectors. Follow-up reveals that the incorrectly marked chargers were ordered and received from the manufacturer 6 to 12 months ago, and that chargers received recently, 1 to 2 months ago, have corrected the problem.